Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the sac growth of 29 mm, indeterminate endoleak, and the secondary endovascular procedure were confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest migration of the proximal extension had also occurred. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was discharged on the first postoperative day following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: d2: product description has been updated. D4: model number has been updated. D4: lot # has been updated. D4: expiration date has been updated. D11: concomitant medical products and therapy dates. B2: outcomes attributed to adverse events has been updated . B5 describe event or problem. G4 awareness date. H4: device manufacture date has been updated. H6 device codes; remove 3190. H6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately (9) nine years post initial implant, an endoleak of indeterminate origin was identified during a routine follow-up. It was reported that the patient is doing fine and has no symptoms. No intervention has been scheduled. Additional information: the clinical assessment determined that there was evidence to suggest migration of the proximal extension had also occurred. This finding was discovered during an examination of the operative note dated (B)(6) 2021. A re-intervention was completed. The physician elected to implant an afx2 bifurcated stent graft, an afx vela suprarenal, and two (2) ovation ix extenders. The final patient status was discharged on the first postoperative day following a secondary endovascular procedure.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately (9) nine years post initial implant, an endoleak of indeterminate origin was identified during a routine follow-up. It was reported that the patient is doing fine and has no symptoms. No intervention has been scheduled.